Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and replaced the sodium electrode, sample probe, and carbon bridge which resolved the issue. The failure mode was identified as multiple hardware malfunction. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse performed system verification successfully without further issues. The system returned to normal operation. A2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section h6: component code 4756 is used for the carbon bridge beckman coulter internal identifier is case (B)(4).

Event description:
Customer questioned sodium (na) patient results due to low bias on patient samples involving their unicel dxc 600i synchron access clinical system. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics. The exact number of patient samples affected is unknown.